Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the back therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient was advised to wear as much as possible and to use talc powder by a physician. Follow up indicated that the irritation has improved.